Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of no impulse from the epg. Device is mechanically intact and failed the incoming test on the super cap voltage test. Unit cleaned, inspected, tested and calibrated on automated test system and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no impulse from the external pulse generator (epg). The lights on the epg for stimulation where blinking but no pace (max output) was delivered - no pace on ECG visible. The user changed the temp lead and changed the patient cable but there was no change. The user then connected to another epg and pacing was effective. The epg was returned for service. No patient complications have been reported as a result of this event.